Event description:
Patient states "I am hearing the high low tone once per day since friday ((B)(6) 2025). I had open heart surgery 5 weeks ago. I went to the heart clinic yesterday and one wire on top that helps your pulse is not working. They stated they are having trouble getting transmissions from cl. I called mdt yesterday and they said a tx as sent on (B)(6) to mdt. I'm frustrated. My clinic told me to call mdt." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).